Manufacturer narrative:
The reported event of header, high impedance and sensing anomalies could not be confirmed. However, the anomalies were determined to be due to the setscrew having been tightened down, thus preventing the lead from being fully inserted into the bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During implant procedure, increased pacing impedance, increase defibrillation impedance, and increased sensing were observed on the device when the lead measurements were acceptable on the pacing system analyzer. A device header anomaly was suspected but this was not confirmed. A clinically significant prolongation of procedure was alleged, however no adverse symptoms occurred. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.